Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported constant downstream occlusion, which was not able to be reproduced during evaluation due to a system error 322 that occurred. A review of the event history log identified downstream occlusion messages, however the log cannot be used to distinguish true and false alarm. No component could be determined for causality and therefore no correction was required. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a system error 322 during testing. The cause was identified to be a failed lower link switch, the lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.